Event description:
The "gas loss" and "leak alarm" sounded from the pump and the iabp leaked. Blood was noted in the tubing. (Event complications: none from the event - reported 9/3/97.) (Pt's current status: unk - rpt'd 9/3/97.)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the iab membrane. Under microscopy, a smooth-edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.